Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown head was reported. The event was not confirmed. Method and results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In reporting a revision of the patient's right hip on (B)(6) 2025, rep reported that the patient had a prior revision in 2018 due to dislocation. A head and liner were revised to a constrained liner and new femoral head. There are no records to indicate if a stryker rep was present for this procedure. Reporting rep confirmed that no further information will be released by the hospital or surgeon. This report is for the 2018 revision.